Event description:
Patient with complex heart disease (coarctation of aorta and shone's syndrome) undergoing cardiac surgery. Pt developed cardiac arrest during surgery. Internal defibrillator paddles may have malfunctioned during the resuscitation. The patient ultimately expired, but it is not known if the defibrillator malfunction had a direct effect on the outcome.